Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who reported the replacement of cord resolved their issue. No further complications were reported at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the ins recharger will power up but will not charge the ins. The patient reported that the recharger was showing the ins charging screen but that they were getting zero coupling bars filled in. It was reported that the implant takes forever to charge. It was reported that the recharger will hardly sync up anymore because it would show the reposition antenna screen and it had gotten worse and worse. The patient that they were surprised that they could get the ins charging screen pulled up during the report because they had tried several times and could only get the reposition screen. It was reported that the recharger antenna cord wires were frayed and deteriorated. No patient complications have been reported because of this event.